Event description:
A total of four surgical drains were used and connected to two reservoirs. Drainage could not be obtained from two of the four drains. No further information was provided. No adverse pt consequences were reported.